Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a decline in hearing with the device in early (B)(6) 2025. After about two months' attempt of head bandage, there was no change in the situation. Therefore, the user was re-implanted.

Event description:
There was a decline in hearing with the device in early (B)(6) 2025. After about two months' attempt of head bandage, there was no change in the situation. Therefore, the user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure of the reference electrode seems likely. However, to determine an exact root cause, a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on the received information from the field, a technical failure at the reference electrode seems likely. However, as the device has been received damaged an exact location cannot be determined. Further damage to the active electrode caused by device minute mobility was found. Other mechanical damages are attributable to the removal surgery. This is a final report.